Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: during investigation, the ok keypad button was unresponsive. The up arrow, down arrow, and contrast keypad buttons responded appropriately to user input. The keypad was removed to find no contamination or physical damage. The pump was opened to find moisture on the keypad flex connector. Unrelated to the original complaint, a crack in the casing was found from the case seal to the bumper.